Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a representative regarding a patient who was implanted with a neurostimulator. It was reported the patient was non-compliant with charging and went into an over discharge state. The patient complained about the difficulty and need to charge so he opted to use a prime cell battery instead. There were no patient symptoms. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.